Event description:
It was reported that elevated capture thresholds and high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced. There were no adverse effects, the patient was stable before, during and after the procedure.